Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be complete at this time.

Event description:
The customer reported that their vela ventilator alarmed xdcr fault. The customer reported that no patient was involved.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The reported complaint was able to be confirmed and duplicated. Transducer pt800 has failed. This issue will be internally investigated within vyaire.